Event description:
Clinical information: crd_961 - pfo japan pas, patient site ID: (B)(6) (r845396001). It was reported that on (B)(6) 2021, a 25mm amplatzer patent foramen ovale (pfo) occluder was successfully implanted in a patient. The patient was prescribed p2y12 inhibitor and dual oral anticoagulation medication after procedure. On 30 august 2023, it was noted that the patient suffered a hemorrhagic stroke. The patient's symptoms lasted less than 24 hours. There was no treatment required. However, the patient was hospitalized and discharged on (B)(6) 2023. It was noted during the patient's 3 year follow up that there was no significant residual shunt or thrombus seen attached to the disc of the 25mm amplatzer (pfo) occluder. The occluder remains implanted and no anomaly of the occluder has been reported.

Manufacturer narrative:
An event of hemorrhagic stroke after two years of device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was reported that the patient's symptoms lasted less than 24 hours. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - pfo japan pas, patient site ID: (B)(6). It was reported that on (B)(6) 2021, a 25mm amplatzer patent foramen ovale (pfo) occluder was successfully implanted in a patient. The patient was prescribed p2y12 inhibitor and dual oral anticoagulation medication after procedure. On (B)(6) 2023, it was noted that the patient suffered a hemorrhagic stroke. The patient's symptoms lasted less than 24 hours. There was no treatment required. However, the patient was hospitalized and discharged on (B)(6) 2023. It was noted during the patient's 3 year follow up that there was no significant residual shunt or thrombus seen attached to the disc of the 25mm amplatzer (pfo) occluder. The occluder remains implanted and no anomaly of the occluder has been reported.